Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was performed self test and they did not saw missing segments. Customer stated insulin pump did not alarm during delivery. Customer was performed displacement test and it was passed. Customer stated insulin pump had multiple insulin pump error alarms. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.